Manufacturer narrative:
The quality engineering (qe) team of intuitive surgical inc., (isi) re-evaluated the high-resolution stereo viewer (hrsv) and personality module surgeon console (pmsc) components. Following information was provided regarding root cause determination: while a definitive root cause could not be established as no product issue was identified, a potential cause can be attributed to transient electrical issues within the hrsv and the pmsc. Based on this information, annex g and annex c codes were updated.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, high-resolution stereo viewer (hrsv) left eye image was degraded. The customer stated that the image was normal on the other surgeon side console (ssc) and vision side cart (vsc). The procedure was completing as planned with no reported injury. Isi followed up with the intuitive surgical, inc. (Isi) field service engineer (fse) and obtained the following additional information: the issue occurred on (B)(6) 2025. It was unknown whether the surgeon could still see 3d image on the hrsv. The surgeon moved over to the second surgeon side console (ssc) to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv) and personality module surgeon console (pmsc) the to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv was analyzed and the reported failure was not replicated and not confirmed. The hrsv monitor was returned for failure analysis and the reported issue was not replicated. In logs and artemis, no data was found indicate that the fault had occurred in the field. Upon visual inspection no issues were found that would be related to the reported event. The monitor was installed on our pca test system. Started up without a errors. The image quality was sharp, no noise, and not tinted. The system idled for 1 hour and visually verified that there were no issue. As a result of these findings, failure analysis was unable to determined root cause. This unit will be returned to OEM for additional testing a for potential repair. The pmsc was analyzed and the reported problem was ssc left eye vision problem was not replicated. In logs, no history was found to indicate the failure occurred in the field. Visual inspection, no issues were found that are related to the report issue. The pmsc was installed on the golden system to run video and audio test 10 power cycles, and sitting idle for one hour. All vil and vol ports were tested and had good image. Also audio was tested with clear sound. Once testing was completed, the system error logs was inspected, but no error could be identified. As a result of these findings, failure analysis concluded that no root cause could be attributed to the reported issue. The probable root cause cannot be determined.